Event description:
It was reported that during an angioplasty treatment procedure, withdrawal resistance occured. The patient presented as an acute case. The patient was referred for surgery due to multi-vessel disease. However it was decided to proceed with balloon angioplasty of the left anterior descending coronary artery to abort a myocardial infarction. The 2.5x15mm apex balloon was advanced over a non-bsc guide wire. Inflations were successfully carried out. When attempting to remove the balloon, it was snug on the wire. The last 6 inches of the catheter looked "bunched up". They thought the inner lumen was damaged. They were able to remove the balloon and wire separately. There were no patient complications and the patients status is reported to be okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The distal subassembly extrusion was stretched and bunched. The bunching of the extrusion stretched from 11cm distal to the port and extended distally for 14cm in length, to 0.4cm distal to the distal edge of the proximal markerband. No other damage was noted. As a result of the damage to the extrusion, it was not possible to insert a 0.015inch mandrel through the wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, withdrawal resistance occurred. The patient presented as an acute case. The patient was referred for surgery due to multi-vessel disease. However it was decided to proceed with balloon angioplasty of the left anterior descending coronary artery to abort a myocardial infarction. The 2.5x15mm apex balloon was advanced over a non-bsc guide wire. Inflations were successfully carried out. When attempting to remove the balloon, it was snug on the wire. The last 6 inches of the catheter looked "bunched up". They thought the inner lumen was damaged. They were able to remove the balloon and wire separately. There were no patient complications and the patients status is reported to be okay.